Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing was unable to confirm the code error b30; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had scope communication error (b30 error). There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the fault could have been caused by dirty pins on the light source or the endoscope connector. Should additional relevant information become available, a supplemental report will be submitted.